Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, a decrease in r-wave amplitude and noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician suspected the cause of the noise was due to electromagnetic interference. The physician elected to take no further action. The patient was stable and will continue to be monitored.